Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that the patient experienced ventricular tachycardia (vt) that was oversensed resulting in the device to deliver the inappropriate shock. The device was then reprogrammed to the primary vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.